Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to inappropriately discriminating the supraventricular tachycardia as a vt. The patient presented in-clinic for a device interrogation after receiving high voltage therapy earlier that day. The patient was stable before, during, and after the device interrogation. Device was reprogrammed. The patient was already booked for device change-out in two days of event but it was postponed until the patient was stabilized with copd exacerbation. Patient¿s hr was elevated for respiratory distress and required intubation due to copd. Device was explanted and replaced. Patient tolerated the procedure well and made a full recovery.

Manufacturer narrative:
The reported field event of inappropriate shock was confirmed in the laboratory due to review of device image and stored egms. The device was tested on the bench and no anomalies were found.